Manufacturer narrative:
Analysis of the desktop charger (serial # (B)(4)) found that connector pin was broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc (B)(4) applies to desktop charger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other application component is: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). Apply to implantable neurostimulator (ins) (B)(4). Apply to desktop charger if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and complex reg pain syndrome type I. It was reported the patient had ins recharger (insr) blank screen, her implant battery died and went to recharge it. Patient stated she plugged the connector pin into recharger and it was not really connecting, so she pushed connector pin in hard, it connected and was charging for a little bit, and recharger quit without her moving or touching recharger after 5 minutes. It was confirmed when recharger was charging implant, she got all coupling bars lit up and recharger screen was totally blank. It was noted implant battery dead, connector pin bent, and it had no connection when it plugged into recharger, it would not charge, and recharger was shut off. No further complication and events were reported.